Event description:
[Vanish point tuberculin syringe] treatment under emergency use authorization (eua): syringe + needle defective. Noticed after packaging was opened. Appears to be melted. Lot#g200915, exp 8/28/2025. No patient harm done. FDA safety report ID # (B)(4).